Event description:
It was reported that the patient had drainage and signs of infection at all surgical incision sites. The patient was given antibiotics to treat the issue. Ultimately, the patient underwent a surgical incision and drainage procedure to address all surgical sites on (B)(6) 2025. During the procedure, it was noted that there were no signs of infection. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.